Event description:
It was reported that the device needed a motherboard replacement. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the motherboard. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The downstream occlusion (dso) sensor was replaced due to multiple high alarm displayed: downstream occlusion in ehl, and the latch lock flex sensor was also replaced due to error 41541. The pump passed all functional tests and performed as intended after repair.